Event description:
A site representative reported a thoracic clamp not working properly. The screw on the clamp was damaged. There was no patient present when this was identified.

Event description:
A site representative reported.

Manufacturer narrative:
Provided lot number and device manufacture date. The device was returned to the manufacturer for analysis and showed signs of physical damage. The adjustment screw threads are stripped in the middle of the travel not allowing the clamp face to be adjusted. The retaining ring on the tip of the adjustment screw is also stretched allowing some play in the movement of the clamp face. Both failures are likely the result of forcing the clamp face open or closed without using the adjustment screw. The reported event was confirmed. The device was replaced and there were no further issues.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. RMA issued. Suspect device has not been returned to manufacturer for evaluation.

Manufacturer narrative:
This follow-up report was submitted to make the following corrections/additions to the initial MDR. Description was incomplete in initial report, it should read: a site representative reported a thoracic clamp not working properly. The screw on the clamp was damaged. There was no patient present when this was identified.